Event description:
A caller reported a cracked and shattered touchscreen, which rendered the pump unusable as the touchscreen was illegible. There was no adverse impact to the caller¿s blood glucose level. Technical support resolved the issue by sending a replacement pump and instructing the caller on how to use alternate insulin delivery through multiple daily injections (mdi) until the replacement arrived.